Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an enlarging 5.5cm abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. It was reported that post deployment of the devices a proximal type I endoleak was seen and a gore® aortic extender component was placed proximally. During angioplasty of the aortic extender component using a gore® molding & occlusion balloon (mob), increased extravasation was seen and angiography determined a rupture at the origin of the left renal artery due to suspected over inflation of the balloon. Reportedly due to the patient's short angulated neck coupled with calcification in the aortic neck; good seal was unable to be achieved. The physician converted to open repair wherein grafts were sewn in to reline the devices. Massive transfusion protocol was initiated for the patient who was transfused with 11 litres. The procedure was concluded with an "open" close for the patient, with a plan was to reintervene the next day and perform an ax femoral bypass. On (B)(6) 2020, the patient expired. The cause of death was not available.

Manufacturer narrative:
B5,b6: additional/corrected information. G.5: p020004. G9: please note that this event was reported in medwatch #3007284313-2020-00014. Details of the event required a separate medwatch submission for the aortic extender component; as such this medwatch is being submitted. H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. H.6. Code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak, bleeding, surgical conversion, death.

Manufacturer narrative:
Concomitant medical devices: patient medications include but are not limited to: norvasc, cozaar, ativan, lipitor, prilosec, k-dur, klor-con, vitamin d, tylenol. PMA/510(k) #k172567. (B)(4).

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an enlarging 5.5cm abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. It was reported that post deployment of the devices when performing completion angiography using a gore® molding & occlusion balloon (mob) the aorta was ruptured at the origin of the left renal artery caused by suspected over inflation of the balloon. The patient was converted to open repair.